Manufacturer narrative:
Patient identifier; corrected data: the previously submitted MDR did not provide the correct patient identifier. Describe event of problem; corrected data: the previously submitted MDR did not include information of the observed pitting.

Event description:
A lead explanted due to infection (MFR. Report #1644487-2014-02414) was returned and analyzed. Analysis of the lead was completed on (B)(4) 2014. Multiple breaks were confirmed in the negative coil of the returned lead portions. Abraded openings were found on the outer and inner tubing near the break locations, possibly caused by wear. A green substance was observed inside the outer silicone tubing in some areas. White deposits were observed on the outer and inner silicone tubes. Coding will be added for the lead fractures and fluid leaks. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is evidence of multiple discontinuities in the negative coil of the returned portions of the device. Note that since portions of the (+) white and (-) green electrode quadfilar coils and the anchor tether were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Scanning electron microscopy identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface.

Event description:
Based on the information available to date, the reported left scapular abscess appears to be the result of lead dissolution: when a lead fracture occurs and a small length of the lead is exposed to extracellular fluid, the broken end of the lead acts as the electrode. The current delivered by the pulse generator is conducted through the very small surface area of the fractured lead. The result of this event is the pitting at the broken end of the coil wire. Adverse events associated with this event can include infection-like symptoms including inflammation, pain, or edema of abscess. The device issue reported here is related to the events reported in MFR report #1644487-2014-02414.